Event description:
The consumer called stating that the charger for their sonicare power toothbrush caught fire. No injuries reported.

Manufacturer narrative:
Analysis results: analysis by the manufacturer identified that the root cause of the consumer's complaint is a burned charger. The device was sent to the supplier who reported on 06/28/2019 the issue could be traced to the device design.

Manufacturer narrative:
The model number and serial number were corrected from the associated healthywhite toothbrush handle (hx6730, 130823) to the returned and analyzed charger (hx6100, 0908 1) to more accurately represent the product that failed. The manufacture date cannot be determined. The previously reported 08/23/2013 was the date code for the associate healthywhite toothbrush handle.